Event description:
Reporter alleged blood glucose measured 183 mg/dl at 12:30 pm and took 8 units of insulin before lunch and 27 units after lunch before going to a regularly scheduled exercise class. It was stated customer began to feel bad and was unable to test on the meter even after inserting new batteries into the device. Reporter stated customer passed out and the paramedics were then called where their device read 44 mg/dl so customer was treated with a glucose IV. A request was made for the return of the suspect device and replacement product was sent.